Manufacturer narrative:
H10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot lot 1036985 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-100 / lot lot 1036985 , test base part number 190-430 / lot 1036985 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1036985 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal swab (floq swab copan) in viral transport media ( citoswab). Repeat testing was performed after 48 hours and generated a negative result. Confirmation testing's were performed with pcr thermo taqpath (CT 35) and bd max (CT 32.6) platforms, both generated negative results. The customer stated the patient was symptomatic and experiencing headache and tiredness. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.